Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective foot switch that was replaced and a faulty control panel pcb that was also replaced. Additionally, the transport ring was replaced as well. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 6800 fluoroscopy system would lose images. System would blank images on the monitor.